Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as the batch/lot number is unknown.

Event description:
During the procedure for lateral fibula surgery, two cortical screws broke during implantation. One screw was taken out and the other screw remains within the patient's bone and could not be removed. An procedural delay of 1 hour occurred due to this issue. This report is related to report number 3025141-2022-00050 which is on the cortical screw involved in this event that remains implanted and report number 3025141-2022-00051 which is on the cortical screw that was able to be removed.